Event description:
Mdm poly head dislocated from cocr liner. Patient previously had cup revised and swap from trident x3 liner to mdm.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer